Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, and due to correction. Updated fields: d8, d9, h2, h3, h6 and h11 corrected fields: d2a the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: detachment of connector pin. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: parts of the main body connecting section came off and detachment of connector pin. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that parts of the main body connecting section came off of the rigid videoscope. The issue occurred during maintenance. There were no reports of patient involvement.